Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the customer indicated the sync mode was turned off after the first shock during a patient event, this was due to the device being configured to turn sync mode off after a synchronized cardioversion shock. Per the configuration guide: retain sync after defib this setting allows you to configure the unit to remain in sync mode after a synchronized cardioversion shock. Sync mode remains on until the sync on/off soft key is pressed again or the unit is switched out of defib mode. The default setting for this option is set to no. Therefore, this claim has been closed as device meets specification. Customer has been updated on how to change the feature in the configuration. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device shock sync turned off after one attempt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.